Event description:
It was reported a patient's right ventricular (rv) lead presented with noise picked up as high ventricular rate (hvr) and non-sustained ventricular tachycardia episodes. No changes were reported. There were no patient consequences.

Manufacturer narrative:
Further information requested but not received.

Event description:
New information received notes the right ventricular (rv) lead had continued oversensing noise. The lead was capped and replaced in a procedure on (B)(6) 2024. Post-procedure there were no patient consequences.